Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. During the analysis of the returned device, it was revealed that main coil was stretched and subsequently broken (along with the suture) due to some procedural/anatomical factors encountered during use .the additional information states that the coil was repositioned. It is possible that the coil got stuck inside the microcatheter and it was removed with an excessive force which contributed to the coil to become stretched and broke. However; it cannot be conclusively determined. In addition, the coil delivery wire was found to be kinked and it¿s likely due to handling. A functional test could not be performed due to the condition of the returned device. Based on the review of the information indicated that the device was in a good condition after unpacking and preparation. As the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the device direction for use (dfu) but due to procedural and/or anatomical factors during use, the device performance was limited. An assignable cause of operational context has been assigned to the reported event.

Event description:
During the analysis of the returned device, it was revealed that the main coil was broken. No clinical consequences reported to the patient.